Event description:
On (B)(6) 2014, a ECG treadmill stress test was performed at bp diagnostic centre, (B)(6). A ge monitor (series 2000) and skintact fs50 ECG electrodes were used. The duration of the procedure was app. 7 minutes. The patient's skin type was described as normal, the body type of the patient as overweight. The skin was not cleaned, not shaven, not disinfected, not dried, and no ointment has been used. The electrodes were applied to the chest area. The patient was discovered to have developed skin redness underneath the adhesive foam area after the procedure. We also received a photo showing the redness. It is clearly visible that the redness occurred underneath the adhesive foam. The skin reaction was reported to have been treated as a "(...) Skin allergy by other clinic". No precise info on the treatment itself has been received so far.

Manufacturer narrative:
The hosp has provided three different lot numbers but was not able to indicate, which one was actually involved in the incident. These lots are 41030-0094, 40624-0097 and 40820-0171 (email mrs. (B)(6) dated (B)(6) 2015: "fyi three lots number found in the outlet and all the electrode mixed up so unable to confirm which lot giving the problem". Retained samples of the mentioned lots were inspected visually and for their ph. In addition, two electrodes of each lot were applied on a volunteer for one hour. No reaction or deviation could be observed. The retained samples were within specifications. No further incidents have been reported to us involving the lot numbers in question, each lot has a lot size of (B)(4) electrodes. No conclusion can be drawn as to what has caused the reaction. Although we assume that the observed redness does not cause permanent impairment of a body structure, we do not know at this stage, how it was treated. We therefore report this incident to be on the safe side. We have asked for additional info. If any becomes available, we will file a f/u report.